Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2019-00292. It was reported that the patient has their drg and scs systems explanted due to and infection at the ipg site. Patient stopped taking their antibiotic prematurely and has history of (B)(6). No additional information is available at this time. It is unknown which ipg site had the infection, so both devices are being reported on.